Event description:
Olympus was informed that the customer visera elite video system center was getting an scope communication error, b30 code. The problem was found during an unspecified event. No death, injury or harm was reported.

Manufacturer narrative:
The investigation is ongoing. However, if additional information becomes available this medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device troubleshooting efforts. Olympus technical assistance center (tac) support spoke to an olympus sales representative to troubleshoot the device. The representative was advised to power all the equipment off and disconnect the video connector from the otv-s190. The representative was also instructed to clean the contact points on the paddle with 70% isopropyl alcohol with lint free cloth or alcohol prep pad and retry. Tac recommended to try another scope or bring the scope to another otv-s190 to test if the issue persists. The olympus sales representative and field services representative went to the facility to diagnose and troubleshoot the issue, however, they were unable to recreate the reported event. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device has not been returned for evaluation. Based on the results of the investigation, it¿s probable the b30 error was caused by dust or liquid that attached to the contacts of the scope or the processor communication went unstable. The root cause of this b30 error was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the initial reporter which noted the b30 error occurred prior and during a diagnostic cystoscopy procedure. The procedure was not completed. There was no patient harm or consequence reported as a result of the event.